Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 179 mg/dl at the time of the incident. The customer's mother states the insulin pump was exposed to moisture. Customer's mother stated that insulin pump did not turn on and it was warm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.